Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient received multiple inappropriate shocks due to noise on (B)(6) 2017. The lead has good pace/sensing impedances but the shock impedance is low at 30 ohms. This information will be given to the physician for review.